Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Component code: (B)(4). The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: chin j mult organ dis elderly (july 28, 2020); 19 (7).

Event description:
Title: clinical efficacy of locking plate combined with minimally invasive plate osteosynthesis versus intramedullary nail fixation in treatment of proximal humeral fracture in the elderly. The aim of this retrospective study was to compare the effectiveness of locking plate combined with minimally invasive plate osteosynthesis (mipo) and intramedullary nailing in the treatment of proximal humeral fractures in the elderly. A total of 51 elderly patients (15 male and 36 female; aged 65 ~ 85 (75.8 ± 9.4) years) with displaced proximal humeral fracture treated in the authors' department from (B)(6) 2018 and (B)(6) 2019 were included in the study. The patients were divided into mipo group (n=29) and intramedullary nailing group (n=22). In the latter group, a (B)(4) 5# tendon line suturing was performed in the greater and lesser tuberosities passing through the screw holes to improve stability. Reported complications include shoulder impingement (n=1) requiring two-stage hand was given as surgical treatment. In conclusion, both locking plate combined with mipo technology and intramedullary nail fixation can achieve better effectiveness in the treatment of proximal humeral fractures in the elderly. The latter procedure is superior to the former one in the control of complications.

Manufacturer narrative:
(B)(4), date sent to the FDA: 6/29/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics?